Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was adjusted.

Event description:
The hospital reported that, during a case, when switching from manual mode to mechanical mode, mechanical ventilation was not functional. There was no reported patient injury.